Event description:
During service testing, an inaccurate pump head modules was found (channel a) according to the hospital rep. There was no pt injury or medical intervention reported. No additional contacts or information was provided.